Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was "high" on the continuous glucose monitor. Elevated bg was address by correction bolus via pump and resumed insulin delivery.